Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: ¿the first 4 years of postmarketing safety surveillance related to the mitraclip device: a united states food and drug administration maude experience."na - attachment: [article cn 030754.pdf].

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information was not provided. A conclusive cause for the reported complete clip detachment, clip caught in chordae, inability to grasp, and single leaflet device attachment could not be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The deaths and other adverse events mentioned are filed under separate MFR numbers. Attached literature title : the first 4 years of postmarketing safety surveillance related to the mitraclip device: a united states food and drug administration maude experience.

Event description:
This is filed to report single leaflet device attachment/slda, clip entanglement, and complete clip detachment. It was reported through a research article identifying the mitraclip device that may be related to the following adverse events: patient deaths, tissue damage, mitral stenosis, stroke, myocardial infarction, hospitalization, medical intervention, and surgical intervention, and the following device issues: unable to grasp the leaflets, single leaflet device attachment/slda, clip entanglement, and complete clip detachment. Details are listed in the attached article, titled ¿the first 4 years of postmarketing safety surveillance related to the mitraclip device: a united states food and drug administration maude experience."